Event description:
Event description guidant received information that this pacemaker, which is included in the recent safety communication for failure mode 1 and 2, upon interrogation was at end of life in vvi mode. The field representative was trying to upgrade the factory parameters and was unable to do so. Interrogation of the device was not possible. Pacer spikes were present but, intermittent capture was observed. The device was removed, replaced and returned for analysis.